Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2005. When a rectal examination was carried out before the procedure was completed, mesh was felt in the rectum. Therefore, the posterior segment of the mesh was removed but the anterior mesh left in place. The pt has had regular urinary tract infections and for most of the time since surgery the pt has been on low dose antibiotics, and has also had spells, and has not felt well. In 2008, the pt was admitted to the hospital with vulvitis and at each posterior incision site there is a "ten pence-sized" area of ulceration. The pt had an MRI scan which shows the mesh between the bladder base and the vaginal vault with no fluid collection but fluid tracking along the posterior aspect of the inferior pubic ramus, bilaterally. The surgeon believes this to be infection and the pt is going to be referred for a mesh removal.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The device instructions for use warn that the device "should be used with care to avoid damage to vessels, nerves, bladder, and bowel. Attention to pt anatomy and correct use of device will minimize risks".